Event description:
Hcp reports the pt has presented on multiple occasions with a metallic taste in their mouth, tremors and withdrawal symptoms both just before and also after (within a day) of a refill, hcp believes it is pump related since they have used the same pharmacy for some time now and questions whether it could be propellant leaking from the pump into the pt. A follow up report will be sent when additional info is obtained.